Event description:
During laparoscopic cholecystectomy, surgeon was attempting to ligate blood vessel when the device jammed multiple times. He removed from the field and opened a new device to attempt a second time. The second device also jammed. He manually completed the procedure with no patient harm.